Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device communicator. The reason for call was patient reported that last tuesday they woke up in the hospital after having seizures and they hit their head a couple times. Patient said they called their neurologist facility on thursday and the nurse that they spoke with mentioned the possibility of the deep brain (dbs) stimulator turning off from the patient hitting their head. Patient asked if dbs could turn off from hitting their head. Patient services agent reviewed information about implanted neurostimulator and battery longevity and redirected patient to healthcare provider to further address the issue. Patient mentioned that they just spoke with a manufacturing representative, today because since last tuesday they noticed their communicator would not pair with their dbs therapy application. Patient said the communicator only powered on when it was plugged into the charging cable but when the communicator was unplugged from the charging cable the communicator was non responsive. Hard reset and troubleshooting with the medtronic representative did not resolve the issue. The issue was not resolved. An email was sent to the repair department to replace the communicator. Patient may call back for assistance pairing new communicator and checking therapy status once they receive new communicator. Patient said they didn't know the name of their managing physician and may provide it if they call back for assistance once it was known. Additional information has been received that patient called in and said they got the replacement communicator and they were able to connect to the implantable neurostimulator (ins).